Event description:
A large 300 lb pt was reportedly scanned without padding between the pt and the bore of the magnet. The pt reported warming in the abdominal region. A blister formed in the area of warming. The pt was sent to the ER for treatment and later followed up with care of the wound center.

Manufacturer narrative:
A ge service representative performed an onsite inspection of the system. The system and torso coil were operating as intended and placed back into service. Since the incident, the torso coil has been used many times without issues. Pt data has been requested from the site.